Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown stem, unknown. Unknown, unknown glenoid, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10734. 0001825034 - 2017 - 10736.

Event description:
It was reported that the patient's shoulder was revised due to a rotator cuff deficiency. The patient's shoulder was converted to a reverse total shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 113708 bio-mod hum stem 996610; unknown glenoid. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.